Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument was analyzed, and failure analysis confirmed initial findings. No remnants of rubber were seen underneath the washers (still intact) or the wrist discs, and no user-induced damage (scratches, dings, dents etc.) Was present on the instrument jaws. The instrument was used for about three hours. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and was missing the jaw cover. The jaw cover is approximately 0.576" x 0.295" in size.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the synchroseal had a fragile protective coating on the joint shaft (silicone cover). To avoid residues in the patient, a new device was opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the device was visually checked before use. No fragment fell into the patient's anatomy.